Event description:
It was reported by the customer that a pyxis medstation es won't turn on and produced a smoke from cubies. A filed service engineer stated that the electrical burn was coming from a solenoid and evidenced a thermal damage on it. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-sep-2022 to 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to turn on due to an electrical burnt solenoid. The field service engineer replaced the solenoid and the controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device won't turn on due to burning solenoid. A field service engineer replaced solenoid and controller boards to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es won't turn on and produced a smoke from cubies. A filed service engineer stated that the electrical burn was coming from a solenoid and evidenced a thermal damage on it. There were no adverse events or injuries reported based on this event.